Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: an empty opened winding former and a dispensed needle/suture of product code sxpp1a405 were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed. However, the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2018 and barbed suture was used. During initiation technique, when pulling the suture after putting a cross stitch on the fascia, the fixation tab was broken. There were no adverse consequences to the patient.